Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was rebooted and then there was no power. The patient stated that the pump was exposed to pool water and there was no moisture in the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up # 1 submitted 12/17/2012: the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing confirmed the issue in the black box but could not reproduce it on the bench. No physical damage was observed to the battery compartment or battery cap; no evidence of moisture damage and the battery cap fastens securely. The pump boots up with audible and vibratory alarms, and displays the "verify" screen. No power issues were duplicated on power up. Three reboots were observed on the reported event date and no "call service" alarms were observed. The pump was exercised for 24 hours with no reboots being duplicated; the pump was still operating at the conclusion of testing. Pump was opened and no defects were noted to the printed circuit board assembly, power flex, or terminals.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.